Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) underwent a non-invasive programmed stimulation (nips) test the day after implant. Shock impedance measurements with the nips study were 30 ohms. Then shock impedance measurements subsequently decreased from 70 to 49 ohms. No additional adverse patient effects were reported. The device remains in service.